Event description:
Patient reported right side rupture and provides ultrasound report showing "no calcifications nor malignant structures. Simple cysts on breasts not device related. Rupture signs of the right device, silicomes on axilla (3)". Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and cyst .

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture and provides ultrasound report showing "no calcifications nor malignant structures. Simple cysts on breasts not device related. Rupture signs of the right device, silicomes on axilla (3)". Device has been explanted.

Event description:
Patient reported right side rupture and provides ultrasound report showing "no calcifications nor malignant structures. Simple cysts on breasts not device related. Rupture signs of the right device, silicomes on axilla (3)". Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is a medical event that is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.